Event description:
It was reported that during a pci procedure, a stent dislodgement occurred. The liberte' monorail stent delivery sys was inserted, but failed to cross the lesion. The device was pulled back and the stent dislodged into the proximal end of the guide catheter. The stent was successfully removed. No pt injuries or complications were reported. Pt status is reported as "okay".